Event description:
The user facility reported that during a therapeutic percutaneous nephrolithotomy procedure, the user noted metal shavings in the field of view and in the patient's abdomen. The physician utilized the telescope with a boston scientific lithoclast. It was unclear as to whether or not the metal shavings came from the telescope or from the actual probe used with the lithoclast. The metal shavings were recovered by the user facility as best as possible. The procedure was long and complicated with considerable torquing of the telescope involved, which likely caused the telescope to be damaged. The procedure was completed with no other complications. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval could not verify the user's experience. The eval found all parts of device intact. However, there was minor debris noted underneath the objective lens and system lens. The image was normal. In addition, there were minor scrape marks inside the working length channel and outer tube. The device was received with a non-olympus adaptor. The device was serviced and returned to the user facility. The exact cause of the user's experience could not be conclusively determined.